Event description:
During a cardiac catheterization and stenting procedure, the stent balloon would not adequately deflate. Numerous attempts at deflation would not allow it to be retracted into the guide catheter. After several attempts at manipulation, the stent shaft then fractured. At this point, we were able to snare the fractured balloon tip with a gooseneck snare, and the entire guide wire, guiding system, and fractured balloon were extracted. However, it was unclear if the actual balloon tip was extracted since it could not be identified in the field.